Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced edema of the lower limbs up to the knees; hepatic jugular reflux, and their regular heart sounded muffled. Chest x-ray found peri-bronchovascular overload with moderate pleural effusion on the right cardiomegaly. Medication treatment was required. The leadless implantable pulse generator (ipg) device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.